Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high captured was noted on the left ventricular lead. Lead malfunction was suspected. The patient was fine. Lead revision was discussed.